Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that upon opening the infusion set, out of box, it was discovered that the cannula guide needle was missing the protrotection cap. This issue was found prior to use and the customer did not insert the infusion set.